Event description:
Boston scientific crm received information that 49 days post implant, it was noted that the device was visible through a small circular hole in the patient's skin that was approximately a half inch in diameter. The device was explanted for pocket erosion and sent to the hospital laboratory. The leads were not explanted at the time since the presence of infection had not been confirmed. No additional adverse patient effects were reported. Approximately one month later the physician has opted to move both the right ventricular (rv) and right atrial (ra) leads from the left to right side of the patient due to the pocket erosion. Both the rv and ra leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated.